Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers did not detect on communication bus due to cubie not seating properly. A field service engineer cleaned out drawer and reseated connection. Removed tray and corrected wire alignment to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawers kept failing, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.